Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an air in line alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt, and the alternate current (ac) port sleeve was damaged. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as an (air in line) alarm was found immediately upon start up. Root cause of the reported issue is unknown, but the air detector was found to be defective and inoperable. Recommend replacing the air detector and the main board due to the damaged sleeve. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.